Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and pump touchscreen was intermittently unresponsive. Customer changed pump supplies to clear occlusion and touchscreen issue was resolved by locking and unlocking screen. Customer's blood glucose was 150-230 mg/dl during the reported occlusion and was not impacted during touchscreen issue. As events occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause.